Manufacturer narrative:
The treating physician expressed an opinion that the esophageal dilation procedure was a medical intervention required to prevent permanent impairment of a body function. There was no device malfunction. Please see scanned pages.

Event description:
In 2007, pt vcv called ndo to ask questions about applicator treatment side effects. She is experiencing intermittent difficulty swallowing. Pt received applicator treatment in 2006, and received "a single full-thickness placation placed anteriorly without problems.". At the time of treatment, no esophageal anomalies were noted. Subsequently, ten months later, the pt underwent an upper gi exam with barium swallows and bread swallows. This exam revealed that the pt manifested a "borderline stenotic stricture of the distal esophagus." Four days later, physician performed an upper gi endoscopy and used a 10-11-12mm esophageal balloon to "successfully dilate an intrinsic mild stenosis measuring 1 cm in length" that was located 37 cm from the pt's incissors. Pt reports that her "gerd is much improved."